Event description:
Patient reported they have stopped aligner treatment due to not moving their top left incisor and the aligners wearing off the enamel on their upper right canine. This is a contraindicated patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.